Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. No issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. No other damages or defects were found that would result in a failure of the device to deliver insulin. Inspection of the adhesive pad and adhesive welds found no abnormalities that would indicate a failure to adhere. The cause of the adhesive failure could not be determined. The downloaded data returned an 0x6a hazard alarm. No damages or defects were found during investigation that would contribute to the observed alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 26 mmol/l (468 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. Multiple corrections were administered using the pod, but the bg levels did not decrease. Upon removal, it was noticed that the adhesive pad was loose, the cannula was not properly inserted into the infusion site and was bent. A manual insulin injection using a pen was administered to treat the hyperglycemia.